Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation . Visual evaluation / functional test was performed, worn markings on mount and implant. Unable to disengage mount from implant. Malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. Unable to disengage mount from implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Can't remove the mount. The doctor tried to remove the mount, but it did not. At the beginning of the insertion, when the torque was not so high, there was a popping noise, and even when it was advanced further, there was an abnormal noise. The doctor tried to remove the mount before the high torque was applied, but it did not come off. Another implant was placed in the same surgery. Tooth site # 31.